Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported, the patient's leads had migrated. The issue was confirmed, via x-rays. Surgical intervention may be pending to address the issue at a later date.